Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo received information from the patient's lawyer regarding event which took place at (B)(6) hospital in u.s. It was alleged that after the incorrect laminectomy/ decompression surgery on the t2-t3 level on (B)(6) 2015, the patient did not receive proper care (incorrect transfer using sara plus floor lift worsened the pain). As a result, the resident sustained neurological deficits including diminished sensation in his lower extremities, severe pain, and significantly decreased mobility. On (B)(6) 2015 the patient had t2-t5 laminectomy/decompression surgery.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 07-dec-2018 arjo received information from patient's lawyer regarding the event which took place at advocate good samaritan hospital in the us. It was alleged that on (B)(6) 2015 the patient underwent incorrect laminectomy/decompression surgery on the t2-t3 spinal level. Subsequently on (B)(6) 2015 the patient did not receive proper care while being transferred with use of sara plus floor lift. The allegations involving the sara plus include a failure to engage in safe lifting techniques, improper training on safe lifting and transferring, failure to adequately promote and protect patient's safety. According to the information provided the spinal surgery, dated on (B)(6) 2015 and the care provided thereafter (incorrect placement techniques with use of sara plus floor lift) worsened the pain the patient was in. Plaintiff claims that as a result of the care at issue, including the improper lift, he sustained neurological deficits including diminished sensation in his lower extremities, severe pain, and significantly decreased mobility. On (B)(6) 2015, the patient was admitted to the (B)(6) medical center and underwent a t2-t5 laminectomy/decompression surgery. Additional information provided allowed us to establish that the case goes back to sep-1995. The plaintiff in his 60s has had back problems for a long time. There was no more information revealed. Due to the fact lift's serial number was not disclosed arjo was no not in a position to evaluate the device in question, however it needs to be emphasized that there was no product malfunction reported within the complaint. Moreover there has been no evidence to support any of patient's allegations. It seems the most likely the exacerbation of previous injuries stems from both prior history and recent surgery, not the handling procedure itself. However with limited information we have and no first-level evidence, we are not able to identify the exact cause. To ensure the safety of our products the instruction for use (e.g. Kkx52180m_en_16 dated on dec 2018) includes warnings concerning the importance of device usage by qualified personnel. "Before using the sara plus, a qualified health professional must carry out a clinical assessment of the patient to ensure that it is safe to lift them" "this equipment must only be operated by caregivers who have been trained in the correct use of this equipment and have read and understood the instruction for use." " it is advisable to familiarise yourself and understand the operation of the various controls and features of the sara plus as described in "product description/function" section in this manual and ensure that any action or check specified is carried out before commencing to lift a patient" in summary, the complaint was decided to be reportable due to the serious injury sustained by the patient. Upon the investigation conducted we were not able to determine the exact cause of the issue occurrence. There was no product malfunction indicated within the complaint therefore it can be assumed the product did not fail to meet manufacturer's specification.